Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: knee revision due to instability in the knee.

Event description:
The following was reported: knee revision due to instability in the knee.

Manufacturer narrative:
Reported event: an event regarding instability and wear involving a triathlon insert was reported. The event was only confirmed for wear based on product evaluation. Method & results: device evaluation and results: visual inspection: visual inspection: visual inspection of the returned device confirms that the device was worn/damaged at a posterior edge which is consistent with articulation against hard object. Explantation damage was also observed on the insert. Dimensional inspection: not performed as the device was returned damaged. Functional inspection: not performed as the device was returned damaged. Material analysis: not performed as there is no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. Clinician review: the available medical records were provided to the consulting clinician for a review which noted," a triathlon primary cemented cr tka was revised about 7 years after implantation. While the inquiry reported the revision was for instability the operation note stated that the diagnosis was poly wear. A complete revision was carried out. Causes of revision for poly wear and instability at 7 years are multifactorial including surgical factors such as initial laxity that progresses to instability and then poly wear. Additional causes are patient factors such as bmi and activity level, and implant factors. The root cause of this event cannot be determined with certainty." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was only confirmed for wear based on product evaluation. The available medical records were provided to the consulting clinician for a review which noted," a triathlon primary cemented cr tka was revised about 7 years after implantation. While the inquiry reported the revision was for instability the operation note stated that the diagnosis was poly wear. A complete revision was carried out. Causes of revision for poly wear and instability at 7 years are multifactorial including surgical factors such as initial laxity that progresses to instability and then poly wear. Additional causes are patient factors such as bmi and activity level, and implant factors. The root cause of this event cannot be determined with certainty." No further investigation is possible at this time. If additional information becomes available, the pi will be reopened.